Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that during icpc (internal carotid - posterior communicating artery) double catheter aneurysm embolization procedure, while coiling the aneurysm when this coil (subject device) was used there was strong resistance and it felt as if the coil was going to stretched. So, the coil was attempted to remove along with the mc, but it prematurely detached (detached unintentionally without using in-zone), but operator was able to place. The prematurely detached coil inside the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual or functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was averagely tortuous. The device was not returned and therefore the as reported cannot be confirmed and while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during icpc (internal carotid - posterior communicating artery) double catheter aneurysm embolization procedure, while coiling the aneurysm when this coil (subject device) was used there was strong resistance and it felt as if the coil was going to stretched. So, the coil was attempted to remove along with the mc but it prematurely detached (detached unintentionally without using inzone), but operator was able to place the prematurely detached coil inside the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.